Manufacturer narrative:
H2: the cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. General surgical risks include superficial or deep infection and delayed wound healing. It is a known complication that a patient¿s age, weight, activity level, and/or trauma would cause the surgeon to expect early failure of the system. These devices are used for treatment not diagnosis. Correction: h6 clinical code and component code.

Manufacturer narrative:
6475567 - 300-01-07 - equinoxe, humeral stem primary, press fit 7mm a663439 - 320-10-00 - equinoxe reverse tray adapter plate tray +0 a562077 - 320-15-05 - eq rev locking screw a703030 - 320-20-00 - eq reverse torque defining screw kit s483549 - 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm a722487 - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm s457038 - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm s472055 - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm a557700 - 320-31-36 - glenosphere, 36mm a154640 - 320-35-07 - small superior/posterior aug glenoid plate,left (B)(6) - 320-36-00 - 36mm humeral liner +0 unconstrained a700096 - 531-55-88 - ergo gps 3.2mm drill kit sterile a637340 - 531-78-20 - shouldr gps hex pins kit 3000823295 - a10012 - gps implant kit v2.

Event description:
As reported, the patient had an initial right tsa on 15-dec-2023. The patient was revised on (B)(6) 2024 due to infection. A wash out was performed and the liner exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.